Event description:
Consumer called to report accuracy issues with bd test strips. Analysis run on clark error grid using mean average readings (431) as reference point vs. Bd readings (561, 300) yielded some data ponts in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.